Event description:
Customer called and stated that his blood glucose were elevated and when he looked in the syringe compartment the clamp driver arm pin was allowing the arms to move. Customer returned to manual injections the previous day when he noticed the problem.